Event description:
This pt underwent a primary right total hip repalcement in april of 2000 with a subsequent revision in 2000 for chronic dislocation of the hip. Since that time the pt has had multiple dislocations and presents at this time for a second revision of this hip. The femoral head and acetabular liner were removed and replaced. Catalog and lot numbers reported are for july 2000 surgery.